Event description:
Device issue: dislodged stent. Time of device issue: prior to procedure. Adverse event: none. It was reported that when the xience v was removed from the packaging, the stent was observed to be missing. The stent was found in the protective sheath. There was no pt involvement. No additional info was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for eval. It has not yet been received.